Manufacturer narrative:
H3 other text : placeholder.

Event description:
Issue was reported by the healthcare provider as resolved on 5/12/2020.

Event description:
Two weeks after implant, the patient presented with two large hematomas at the chin and ipg with considerable bruising across their torso. The patient is on anticoagulants, which could not be stopped due to a heart valve. The physician drained the hematomas, and put a drain in the chin. The patient has been on antibiotics since implant, and will continue.